Event description:
A surgeon reported that a pt sustained a posterior capsular tear. There was no adverse outcome, and no medical or surgical intervention to prevent serious injury.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).